Event description:
During intra-operative catheter placement, the tip separated and lodged in the carotid artery. A clot formed and the pt suffered a stroke. (Report will be supplemented when manufacturer has been identified.)